Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The clinical log showed two no shock advised analyses follow by one shock advised after the third analysis. During this analysis, the log recorded instances of motion artifact. The clinical log recorded the prompts "shock advised, don't touch patient, shock will be delivered in three, two, one". The log then recorded a 120j shock delivered with an expected ECG deflection. The next analysis gave a no shock advised prompt. There are no errors to indicate that there was an issue charging or discharging. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.